Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 569 mg/dl at the time of incident. The customer's blood glucose was 584 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change. The customer performed self test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will be returned for analysis.